Event description:
Customer reports fire from their adc device. Customer further reports smoke coming from their device and "then it was burning inside." It is unknown if the customer's device was in use or charging while fire and smoke was observed. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the plastic channel retaining the pins of the usb(universal serial bus) port. The damage observed to the plastic channels was likely the result of an incorrectly inserted usb cable. This led to the pins within the usb port to be misaligned and results in the port not functioning as intended. The damaged usb port did not contribute to customer complaint. Customer reported ¿smoke, then it was burning inside." Burn marks were observed. Visual inspection was performed on the returned usb/charging cable and no issues were observed. No opens or shorts were observed. The returned usb/charging cable successfully passed testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and all results were within the specification. The power adapter voltage was measured to be within specification range. Power adapter passed testing. An extended investigation has been performed. The dhrs (device history review) for the libre reader and cable/adapter indicated were reviewed. The dhrs showed that the libre reader passed all tests prior to release. Visual inspection has been performed on returned usb charger and usb cable and no damage was observed. A load test on the usb charger was performed and voltage was measured to be within specification range. Continuity test was performed on the returned usb cable using a cable tester and no issues were observed. Visual inspection has been performed on the returned reader and burn marks were observed inside the reader. Damaged usb port, contamination, burn mark on usb pin, and broken piece of plastic were observed. Unable to test functionality of usb port as the reader was unable to turn on. The returned reader was further de-cased and visual inspection has been performed on reader pcba (printed circuit board assembly) and observed the reader was likely exposed to microwave frequencies which damaged the pcba and lcd (liquid crystal display). Reader was unable to be powered on with button, strip, or usb cable. Burned lcd, damaged battery, damaged haptic motor and strip port, fire damage around power management chip and battery port, fire damage around ble chip and antenna, and contamination around nfc chip were observed upon visual inspection. The liquid indicator on the case was also red which indicated that the reader was also exposed to liquid. The returned battery voltage was unable to be read as the connection wires were burned. He returned reader was likely exposed to microwave field as well as liquid. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports fire from their adc device. Customer further reports smoke coming from their device and "then it was burning inside." It is unknown if the customer's device was in use or charging while fire and smoke was observed. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer¿s product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.